Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that, during an intraocular lens (iol) implantation procedure, the brittle haptic broke off. Damage to the lens was observed during loading. The initial procedure was completed on the same day. No patient contact occurred. Additional information has been requested but is not available at the time of this report.